Manufacturer narrative:
Evaluation summary: product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one other complaint reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported that an intraocular lens (iol) in a preloaded delivery system was noted to be scratched upon insertion. The surgeon removed the lens and used a backup lens to complete the procedure. Additional information was requested.

Manufacturer narrative:
The device with the lens was returned loose in the carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted into the loading area. The device tip is bent backward. A small aneurysm is located on the left side of tip. A larger aneurysm is located on the posterior right side of the tip. Stress lines are observed on the tip. The lens has been placed into the loading area for return. Blood and solution are observed dried on the lens. One haptic tip is extended into the latching mechanism the optic is cut into two portions, typical of an insertion and removal. The posterior of one optic portion has a line of scrape mark and cracked areas near the optic edge. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The reported lens damage was observed. The lens was returned placed into the device. The lens was cut into two pieces, typical of an insertion and removal. The device tip has stress and aneurysms observed. The tip was bent backward. Due to the device being returned loose in the carton, this damage may have occurred during return shipment. It is possible that the lens damage was a result of advancing a lens that was not in the correct position. The position of the returned lens or haptics within the device while advancing cannot be determined due to the lens was delivered from the device and into the eye. The directions for use (dfu) instructs the user once the lens is advanced to the nozzle line to visually inspect the lens to confirm the lens is properly positioned and the haptics are folded properly. Then proceed with lens implantation by inserting the nozzle tip into the incision up to the depth guard. Gently advance the plunger in one smooth, continuous motion. Do not advance the plunger too fast or lens damage may occur. It is recommended that delivery of the lens from the visual inspection position should take at least 5 seconds. Information was provided in the file that the surgeon cut out the lens. The replacement lens was the same model and power. The manufacturer internal reference number is: (B)(4).